Event description:
Pump screen was reported to be unresponsive and not turning on, even after following troubleshooting steps provided by the technical support team, which included pressing the button and trying different charging methods. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty, and recommended the customer use multiple daily injections (mdi) as a backup insulin therapy. The customer was guided on how to put the faulty pump into storage mode before returning it with a pre-paid label, which they acknowledged and understood.